Event description:
Customer reported hospitalization due to low blood glucose readings. Customer stated that their blood glucose readings went low and they blacked out. Customer stated that their blood glucose readings went down to 67 mg/dl once. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer also noticed that the reservoir was showing less insulin than what the status screen indicated. Customer's blood glucose reading at the time of the call was 53 mg/dl and has treated with a glucose tablet. Customer stated that their blood glucose readings at the end of the call were 107 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).